Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's sys was explanted due to infection. The pt continued using the same pt programmer and recharger, but the neurostimulator, leads and extensions were replaced. Add'l info was requested.